Event description:
It was reported that during a davinci si sacrocolpopexy procedure, while using the mega suture cut needle driver instrument, one of cables came off track and started to fray, nothing fell into the patient or harm.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received.